Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer experienced high blood glucose of 475 mg/dl. The customer stated that the inside of the serter is sticky and the infusion set would catch on it. Upon review, the customer was informed that they should be calibrating the sensor 3 to 4 times a day and not 8 times a day like the customer has been doing. The customer was informed that there could be many reasons for high blood glucose. The customer was sent new serters. No further information was provided.